Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the lad. Approximately 14 months later, the patient suffered hemorrhage of upper digestive tract (gi bleed). The patient was treated with medication. The investigator assessed this event as not related to the index device. The patient was on dapt at the time of the event. The patient recovered.